Event description:
It was reported that episodes of noise resulting in oversensing and pacing inhibition were observed on the right ventricular (rv) lead on a non-pacemaker dependent patient. Rv lead damage was suspected but was unable to be confirmed. Diagnostic imaging was performed, but no abnormalities were observed. Provocative testing was also performed and the noise was able to be reproduced. Additionally, the device was reprogrammed. The patient was stable and will continue to be monitored.